Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The patient has indicated being diagnosed with lymph node cancer in the nose and undergoing clinical treatment and chemotherapy as a result. It has been reported that the patient is currently cured. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, found evidence of minor contaminants present around the inlet filters area, outlet port, and humidifier latch area. External inspection of the ds1 base unit found minor physical damage. The inlet housing and inlet area are contaminated with dust and dirt. The outlet port was found to have evidence of dust and dirt contamination. The area around the outlet port and the humidifier latching ledge contained dark dust or dirt contamination. Component p4 had evidence of rust discoloration. Internal investigation was completed by the manufacturer. The manufacturer found the device to have contamination. There was minor dust or dirt contamination inside the pressure sensor port the blower box to blower seal was deformed and not fully seated, which may have caused turbulence in the blower box area. The manufacturer found dark dust or dirt contamination throughout the device and device's airpath. The sound abatement foam had no evidence of degradation. The manufacturer concludes there is no evidence of sound abatement foam degradation within the device. The presence of contaminates were from an external source.

Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient has indicated being diagnosed with lymph node cancer in the nose and undergoing clinical treatment and chemotherapy as a result. It has been reported that the patient is currently cured. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.